Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Upon receipt, no communication could be established with device. Final analysis found the inability to communicate was due to premature battery depletion. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.